Manufacturer narrative:
The steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that during preparation of the steerable guide catheter, air bubbles were noted inside the hemostatic valve. The sgc was not used and replaced with a new sgc. There was no patient involvement and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported for leaks from this lot. All available information was investigated and a definitive cause for the reported sgc leak (air bubbles) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.